Manufacturer narrative:
Written event details were obtained from the customer but were conflicting and also indicated that there may have been more than one (1) patient affected by the problem. Multiple attempts have been made by merge healthcare to reach the customer for clarification; however, the attempts have not been successful to date. For this reason, conclusion code \ (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo monitor unexpectedly shutdown because of a faulty ups (uninterrupted power supply) during a stemi procedure and resulted in a 10-15 minute delay while the hemo monitor was rebooted. With merge hemo not presenting physiological data during treatment, there is a potential for delay in treatment that could result in harm to the patient. However, the customer reported that the procedure was completed successfully. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 30oct2016. The initial report indicated, "written event details were obtained from the customer but were conflicting and also indicated that there may have been more than one (1) patient affected by the problem. Multiple attempts have been made by merge healthcare to reach the customer for clarification; however, the attempts have not been successful to date. For this reason, conclusion code 11 (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted." No additional information has been received by the customer as of 21jan2018 concerning this event. The event was caused by a faulty ups (uninterrupted power supply). It was returned to merge healthcare on 10oct2016 for evaluation. The evaluation results, available on (B)(6) 2016, showed that the ups unit failed a battery self-test. The batteries were subsequently replaced and the unit passed all tests and was then sent to service stock. Information found in the tripp lite owner's manual for smart and omnismart medical grade ups systems (smart1200xlhg, agsm1200psr3hg) found the following: basic operation: since the runtime performance of all ups batteries will gradually deplete over time, it is recommended that you periodically perform a self-test (see "mute/test" button description) to determine the energy level of your ups batteries before a blackout or severe brownout occurs. During a prolonged blackout or severe brownout, you should save files and shut down your equipment since battery power will eventually be depleted. When the led turns red and an alarm sounds continuously, it indicates the ups's batteries are nearly out of power and ups shut down is imminent. To run a self-test: with your ups plugged in and turned on, press and hold the mute/test button for two seconds. The alarm will beep several times and the ups will perform a self-test. See "results of a self-test" below. Note: you can leave connected equipment on during a self-test. Your ups, however, will not perform a self-test if it is not turned on (see "power" button description). Caution! Do not unplug your ups to test its batteries. This will remove safe electrical grounding and may introduce a damaging surge into your network connections. Results of a self-test: the test will last approximately 10 seconds as the ups switches to battery to test its load capacity and battery charge.** if the "output load level" led remains lit red and the alarm continues to sound after the test, the ups's outlets are overloaded. To clear the overload, unplug some of your equipment and run the self-test repeatedly until the "output load level" led is no longer lit red and the alarm is no longer sounding. Caution! Any overload that is not corrected by the user immediately following a self-test may cause the ups to shut down and cease supplying output power in the event of a blackout or severe brownout. If the "battery warning" led remains lit and the alarm continues to sound after the test, the ups batteries need to be recharged or replaced. Allow the ups to recharge continuously for 12 hours, and repeat the self-test. If the led remains lit, contact tripp lite for service. If your ups requires battery replacement, visit www.tripplite.com/products/battery-finder/ to locate the specific tripp lite replacement battery for your ups.